Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned without the clip assembly and the device had evidence of full deployment. Microscopic examination was performed and it was found that the bushing was deformed and had burrs. No other problems with the device were noted. The reported event was confirmed. Investigation found that the bushing had burrs which can interfere on the device performance due to the location of the burrs. It was determined that the interaction of the yoke with the bushing can be affected by these burrs. Additionally, the device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The bushing deformed is likely due to the technique used by the physician during the procedure. Therefore, the most probable root cause is manufacturing deficiency as the reported problem was traced to the manufacturing process. An investigation is in place to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Boston scientific corporation received a resolution 360 clip device with no associated information. This event has been deemed reportable based on the investigation results of bushing deformed. No further information has been obtained despite good faith efforts.